Manufacturer narrative:
Additional information was requested, however, no further information was provided regarding the cause of the artifacts or how the customer resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported there was a particular tracing, but no alarm; this trace was present when the doctor did an ultrasound to a scopped patient. A philips remote service engineer (rse) recommended extraction of the logs in order to check if there were technical alarms related to analysis problems, such as "ECG analysis impossible", which is a blue technical alarm. The biomed did not manage to extract the logs. However, on the plot provided, the rse saw the presence of letter "a" on each peak of the ECG signal. This indicates the presence of artifacts (noises) that interfere with the signal and affects the quality of the signal, so the analysis of the signal. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.